Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, in addition to procedural factors (poor coaxial coplanar view, poor image intensifier view), patient factors (annular calcification, severe native leaflet calcification, severe aortic root calcification, severe stj calcification) likely contributed to the malposition and canted position of the initial valve. The patient factors also contributed to the canted position of the second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a tavr procedure, a 23mm sapien 3 valve was prepared with 1cc less than nominal volume (16cc) and deployed too ventricular and canted, landing 40:60 aortic/ventricular (a/v) and 20:80 a/v. 1+ to 2+ paravalvular leak (pvl) was observed. Post dilation of the valve was performed with 1cc additional volume (17cc), reducing the pvl to 1+. A second sapien 3 valve was then deployed, landing 50:50 a/v and 30:70 a/v, with trivial pvl. The procedure was completed and the patient was transferred in stable condition. The native annular diameter measured 310mm and 350mm by CT. Severe annular calcification, severe native leaflet calcification and severe aortic root calcification was reported. Severe stj calcification was also reported. It was perceived that the poor coaxial coplanar view, with one cusp lower that the other, and the severe stj calcification contributed to the malposition of the initial valve. It was reported that during the deployment of the initial valve, cine indicated the balloon hit the stj during valve inflation.